Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as the phaco system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the phaco system is not an implantable device. Device evaluation: the product was not returned to the manufacturing site for evaluation. A field service engineer (fse) went onsite for service. The fse reseated all the connections reseated connections. No problem was found. System performing to specifications. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
Customer reported that their system shutdown during a case. No further information provided.